Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation under the therapy electrodes. The patient reported having an allergy to nickel. The patient's doctor prescribed a cream for the rash. The patient ended use of the device. The patient's medical outcome is unknown.